Event description:
It was reported the patient suffered a fall and subsequently stimulation was ineffective. Reprogramming was attempted but was unable to provide effective coverage. X-rays were taken and indicated the lead had migrated. Surgical intervention was undertaken on (B)(6) 2018 and the lead was repositioned. Postoperatively, the patient is reportedly receiving effective therapy.